Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported that "doing a short gamma: targeted distally and the screw missed the hole. Took the screw out and finished free hand."